Manufacturer narrative:
Correction made to a1: patient identifier: ts (previously submitted as unknown). H4: the lot was manufactured between november 17, 2020 - november 18, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. After patient infusion with 3420mg of piperacillin/tazobactam in 0.9% sodium chloride, 0.9% approximately 50% of the solution remained in the device. After the 24 hours infusion was completed, the device flushed well and was flowing when disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.